Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 2.3 mmol/l, which the customer treated with food. No significant events leading to the alarm were observed; however, the customer did state that the battery cap threads were cracked. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, a broken reservoir tube lip and a broken belt clip slot.